Manufacturer narrative:
(B)(4) - supplemental MDR - syringe needle connectivity issue four photos were provided to our quality team for investigation. Each of the photos show one loose syringe with the bd logo (not applicable to the reported material of no bd logo). Two photos show the syringe laying on a table and one shows a barrel in the test set-up and the other shows a syringe in the test set-up, no defects are observed on any of the syringes shown in the photos received. One memo and one report were included, showing testing from a 3rd party which displayed failures for axial load testing. The reported condition cannot be confirmed from the photos provided. The change to iso-80369-7 compliance was updated in 2024. A batch number is required to determine compliance. The batch number and physical samples are required for a more thorough evaluation and potential root cause determination. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material #304157. Batch #unknown. It was reported that the bd barrel 10cc ll w/silicone no bd logo bns had a syringe needle connectivity issue. The following information was provided by the initial reporter: it was reported by customer that the product failed in resistance to separation from axial load test. Verbatim: rcc received a complaint via email. In 2024, in the absence of confirmation from bd that a design verification was performed to qualify the syringe bd catalog #304157 based on the iso 80369-2021 requirements, we started the effort to execute our own dv. In preparation for the protocol, we ran a feasibility study with 15 syringes using a certified external lab. Out of all testing performed, the supplier reported failures in only one requirement from the standard: resistance to separation from axial load. Please see attached the summary report of the feasibility including the axial load test which we performed twice for confirmation purposes. Since we received the coc attached in (B)(6) 2024, can you please confirm if any dv was performed at bd and what were the results seen for the resistance to separation from axial load requirement? Catalog #304157.